Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The device has failed the 3am test and the user test multiple times. Biomedical staff retrieved the device from the nursing floor and found the device will not power up beyond the logo screen, the svc light is on. The customer is requesting the device be replaced.